Manufacturer narrative:
Image analysis: one still image was received for analysis. The image depicts the distal end of the device, which appears to show deformation to the distal stent struts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a protrusion was observed in the resolute integrity drug-eluting stent. The stent was unable to cross the lesion and stent struts were noted to be deformed. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device past the guide catheter. Excessive force was not used during delivery. Another stent of same type and size was used and crossed the lesion easily. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: it was reported that the issue occurred when inserting/advancing into the patient lesion in the right coronary artery (rca). The stent entered through the medtronic guide catheter and it was unable to cross the lesion. Section b.2.3: month and year are valid image analysis: one image received depicts the distal end of the device, which appears to show deformation to the distal stent struts. Annex d code added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.